Event description:
It was reported that the artificial urinary sphincter (aus) balloon was found to be torn when it was checked after unpacking it. Another balloon was opened and used to complete the procedure. There were no adverse effects to the patient.

Manufacturer narrative:
Device evaluation: analysis of the returned device did not confirm a product malfunction as the most probable cause of the reported events. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Product analysis showed functionality of the device was as designed. The product record review indicated that the reported events do not represent an unanticipated event. The investigation conclusion code of "no problem detected" was chosen due to the device condition, and successful functional testing. The reported events could not be confirmed or substantiated through the product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon was found to be torn when it was checked after unpacking it. Another balloon was opened and used to complete the procedure. There were no adverse effects to the patient.